Event description:
The customer reported intermittent stator not on error messages. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The x-ray tube and power motor relay board were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.